Event description:
User facility reported device was in use with pt for approx 2 days when tubing became kinked; ventilation of pt was difficult and emergent tracheal tube replacement performed due to transient hypoxia. No permanent adverse effects to pt reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the eval once it is completed. Explanation of method: a sample device was returned and is currently under investigation.